Event description:
A patient¿s midline incision procedure for their evoke spinal cord stimulation (scs) system had not healed appropriately after three months. A staph infection was diagnosed, IV antibiotics were administered, and the scs system was explanted.